Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.2.1 operating system: 26.5 hardware: iphone17.3 cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient¿s mother reported a skin irritation causing excessive itching, redness, scaly, inflamed bumps, and area warm to the touch had occurred while the patient was wearing the pod between 1 and 4 hours. The patient¿s mother mentioned due to an allergic reaction to the pod adhesive, the pod was no longer attaching properly to the patient¿s skin and the cannula may have dislodged. The patient's blood glucose level rose to 442 mg/dl while wearing the pod on the infusion site on their arm. The patient¿s mother contacted a nurse practitioner via phone call on 12june26 to seek medical advice. The phone call lasted around 10 minutes, and the diagnosis received from the nurse practitioner was contact dermatitis. As treatment the patient was recommended to use hydrocortisone cream as needed.